Event description:
Patient in the operating room for left knee meniscus tear and anterior cruciate ligament (acl) reconstruction. While utilizing the flipcutter iii, the tip broke off in the patient's knee. Provider attempted to retrieve the tip for around an hour arthroscopically without success. Another flipcutter iii was added to the field to complete the acl surgery. After the graft was passed, mini c-arm was used to confirm placement and in further attempts to remove the tip of the initial flipcutter iii. Provider made an incision and was able to remove the tip. A c-arm image was used to confirm nothing was left. Scrub nurse compared the second flipcutter which was added to the field with the two pieces of the initial flipcutter to confirm it was all accounted for. The initial flipcutter iii, the broken piece, and the packaging were all discarded following surgery.